Event description:
The iab was inserted into the pt on 9/8/97 at 1:15 p.m. And removed on 9/9/97 at 2:00 p.m. The iab did not malfunction. The pt had severe bleeding and a transfusion was required. Event complications: severe bleeding/transfusion required-reported 3/2/98. Pt's current status: discharged-rpt'd 3/2/98.